Event description:
It was reported the bronchovideoscope had an issue that plastic distal end cover had come out and was found missing during the general routine inspection. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, here a some presumed causes for the reportable malfunctions: the plastic distal end cover was most likely missing as a result of physical stress being applied during device handling by the user; the clear foreign material at the bending section cover and the bending section cover glue likely remained as a result of improper reprocessing due to leakage from the distal end and insertion section; and the coating at the insertion section most likely peeled off as a result of physical/chemical stress being applied to the insertion section during device handling by the user. However, the root cause of all three reportable malfunctions could not be specified. The event of "missing plastic distal end cover" can be detected/prevented by following the instructions for use which state: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. The foreign material at the bending section cover and the bending section cover glue can be detected/prevented by the following instructions: leakage testing lastly, the peeling coat at the insertion section can be detected/prevented by the following instructions for use: "3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.